Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system reboot does not resolve the issue. It was reported that the flex vision pc failed to boot up. Upon troubleshooting, philips field service engineer (fse) visited onsite and reviewed the logfiles and confirmed the issue with flex vision pc. Fse replaced the flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.